Event description:
It was reported that the subject device had a discontinuous image (cut-off +++) with pink reflection in the image. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: b3, d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, and fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is purple. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.